Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was explanted for unknown reason.

Event description:
A report was received that the patient was explanted for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the patient did not like the stimulation. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.